Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, while the dexcom device displayed a sensor error, the patient's omnipod pump gave her an incorrect insulin dose. Because of this the patient couldn¿t hear well and experienced loss of consciousness. Besides this the patient experienced confusion, disorientation, dizziness, and blurred vision. The patient used siri to call emergencies, and paramedics, police and firemen were sent to her house. No blood glucose reading was reported from the event, but the patient was treated with intravenous dextrose, fluids, and glucose gel and tablets. The paramedics stayed for less than 1 hour, and the patient did not go to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.